Manufacturer narrative:
On (B)(6) 2017: during follow-up, customer reported that an occlusion alarm declared after the infusion site was changed. The customer changed out all of their supplies and successfully resumed insulin delivery without any further occlusion alarms declaring. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had received multiple, intermittent occlusion alarms. The customer's blood glucose (bg) level was 250mg/dl and a manual injection was administered to address the elevated bg level. The cartridge and infusion set tubing were found to be operating as expected.